Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: the device was psee60a. No bleeding occurred. The another device was not used. No additional treatment for the staple line was done during the procedure. After the operation, a little amount of pancreatic fistula was found from the drain. No additional treatment was required for the pancreatic fistula. After only monitoring, the patient recovered and was discharged from the hospital. Dr. Thought the staples might not formed properly, because of the post-op pancreatic fistula. It is not clear that the staple formation was related to the pancreatic fistula. Was the hospitalization time extended longer than usual due to issue experienced with device? No further information is available. Dr. Said the patient was recovered and discharged.

Event description:
It was reported that during a distal pancreatectomy, the staples were not formed properly at the first firing. No bleeding occurred and no additional treatment for the staple line was done during the procedure. After the operation, a little amount of pancreatic fistula was found from the drain. No additional treatment was required for the pancreatic fistula. After only monitoring, the patient recovered and was discharged from the hospital. The doctor thought the staples might have malformed because of the post-op pancreatic fistula, but wasn't completely sure. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.